Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unit was having a signal problem with activating without activation from user. It was also reported that the unit was controlled by the user without noticing that it self activated.